Event description:
The pt's mother reported that the 'up' 'down' and 'ok' buttons have become intermittently unresponsive over the past three weeks. The buttons require several presses to elicit a response. The buttons no longer spring back or click as usual. The pt's mother denies any physical damage to the keypad or exposure to moisture or cleaning products.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.